Event description:
It was reported that the 9900 system displayed a joystick error and then displayed a communication error. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Remote user interface (rui). It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow up report will be submitted as required.